Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed battery run test.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue stated that the battery runtime was 107 minutes and that the minimum runtime spec is 135 minutes. So, in order to fix the issue, the fse replaced the batteries. The fse then completed the pm with full calibration, functional testing and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use. The removed batteries were returned to failure analysis and testing (fat) fore evaluation. The failure analysis and testing technician installed the batteries qty (B)(4) into the cs300 test fixture and tested the batteries as per the cs300 service manual. The fat dept. Verified the failure of the battery run time. (Short run time). Verified short battery run time of 119 mins. Retaining the batteries in the fat dept. Per procedure.